Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to ascertain the cause of the issue. They found that the mix bars were not cleaned effectively. Creatinine is an indicator assay for a compromised detergent supply. The fse found that no detergent was coming to the mix bar wash station, only deionized water. The mixer wash station valve was found to be malfunctioning and the cause of the issue. This was replaced and the system restored to full functionality. Validation testing was completed and all results recovered within specification.

Event description:
On (B)(6) 2015 a customer in (B)(6) reported to beckman coulter the generation of erroneous high creatinine osr61204 patient results on their au400. The results were released outside the lab. There was no report of a change to patient treatment. Qc results were within specification. No sample information was provided by the customer.